Event description:
The complaint was reported as: the customer alleges that the solution bubbles but the oxygen does not come through the mask. No report of a pt injury.

Manufacturer narrative:
A visual dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The DHR (device history record) of batch number 02m1202399 of (B)(4) have been reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issues that can lead to the reported defect and no functional issues were found.